Manufacturer narrative:
The pump is not available for evaluation. The device has been requested but has not been received. According to the facility's biomedical engineering dept, the device had been repaired on site. Should the pump be received for evaluation or if add'l info becomes available, a follow up report will be filed. 2-yr review of the complaint history reveals no other reports have been received for this serial number for the reported issue.

Event description:
The facility reported an infusion pump with a failure code 570. Info was not provided regarding whether or not the device was in pt use, when the event occurred. The hosp rep stated they have no record of any pt incident involving the pump, since the last baxter service event and no pt injury had been reported. No add'l info or contact was available.